Manufacturer narrative:
The device was not returned from the end-user facility nor were any visual evidence (photographs) of the device shared with conmed. Numerous communications with the end-user facility remain unanswered to date; however, it was learned that the patient's recovery status is good. Per reporter the patient's follow-up visit related to this surgery showed the patient meeting all post-operative milestones. Also, patient demographics were shared with conmed and are included in section a of this medwatch. Without the actual product an evaluation could not be performed to verify the device's components detached from the device and a root cause of the alleged detachment could not be determined. The device was manufactured 12-dec-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there has only been this (B)(4) reported complaint. A (B)(6) review of product history for this device family showed a total of (B)(4) similar reports of "detachment of components". During this same (B)(6) time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. It should be noted, of the (B)(4) reports of component detachments, there has been only (B)(4) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient. This reported incident was also reported by the end-user facility on medwatch number mw5060127. Never returned to conmed corporation.

Manufacturer narrative:
The return of the device to conmed corporation for evaluation is anticipated; however, has not been received to date. A supplemental report will be submitted on completion of the quality engineering evaluation. Device not yet received.

Event description:
On 14-mar-2016, conmed received a user voluntary medwatch report # mw5060127 forwarded by the FDA for an incident that occurred on (B)(6) 2016. Below is the incident description as appeared on the received medwatch report #mw5060127. "A (B)(6) female with endometrial cancer underwent robotic assisted modified radical hysterectomy, bilateral salpingo-oophorectomy and pelvic washing. During procedure, vcare uterine manipulator used, came apart inside patient. Colpotomy was performed, specimen delivered per vagina. The green cup slipped off vcare doing retrieval and separately delivered from the pelvis. It appeared to have slipped out of shaft, despite balloon on shaft being intact and still attached to shaft. Manipulator came out of uterus during delivery and uterus therefore delivered separately. Careful inspection of entire vcare revealed all components accounted for. Pelvis checked for foreign bodies, none found. No injury to patient."